Event description:
It was reported that the tip of a plug driver bent during final tightening intra-operatively. Another instrument was used to complete the procedure without patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: device not returned for evaluation and no photos were provided. Product evaluation unable to be completed. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a plug driver bent during final tightening intra-operatively. Another instrument was used to complete the procedure without patient impacts.